Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain, tiredness, and getting tired faster than usual while walking. Follow-up with the clinic indicated that the patient has not been seen recently, but is scheduled for a future visit. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.